Manufacturer narrative:
The investigation excluded a reagent issue as qc results were acceptable. The field service engineer checked all fluidics & mechanical systems and verified the instrument's performance with no cause found. After the service actions were performed, the customer did not see further issues. However, the exact root cause of the issue remains unknown. Medwatch fields d1, d2, d4, g1, and g4 have been updated

Manufacturer narrative:
The serial number of the cobas 6000 c 501 module is (B)(6). Investigation is ongoing.

Event description:
There was an allegation of questionable albumin gen.2 (alb2) results for one patient sample tested on a cobas 6000 c 501 module. The customer was able to provide an example of the questioned results: first result = 22.9 g/dl with an invalidating data flag. Repeat result = 7.1 g/dl second repeat result = 4.7 g/dl no erroneous results were reported out of the lab. The second repeat result was deemed correct.